Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. A correction injection via manual dose injection was delivered to address bg. Reportedly, customer alleged that the pump was not delivering insulin. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended.